Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the patient¿s ins stopped working about a month after the procedure. No further complications were reported or anticipated.